Event description:
From (B)(6) product safety department: "the plug burnt and exploded itself suddenly and burnt both the plug and the outlet, with a loud explosion noise and a bright flash, while I wasn't using it at all. Now the plug is burnt to black".